Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that during reprocessing, the colonovideoscope tested positive for 47 colony forming units (cfus) of stenotrophomonas maltophilia, pseudomonas fluorescens, ochrobactrum sp. And priestia sp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated: d9, h3, h4, h6, h11corrected: b3this report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation.olympus provided the following result of the culture test, performed at the third-party labs:sampling date: march 20, 2024sampling report date:2024/3/25sampling from: all channelscfu < 1cfu/endoscopebacterial identification: no detectionupon review of the user provided facility cleaning disinfection and sterilization practices (cds), it was confirmed that there were no obvious deviations from the reprocessing procedures in the instruction manual.the device was evaluated and damage/scratches and foreign material was observed which could have led to positive culture.a review of the device history record found no deviations that could have caused or contributed to the reported issue.based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. It is possible that proper reprocessing was not performed by the user, however, the observed foreign material/white scale in in the device suggests that there may have been damage that had a negative impact on reprocessing. The observed white scale/foreign material could not be identified but is thought to be due to high alkalinity level in water.the following is included in the device IFU:an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.olympus will continue to monitor field performance for this device.